Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a known outflow graft obstruction could not be confirmed as no images were submitted for review and the patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). A specific cause for the outflow graft obstruction could be conclusively determined through this evaluation. The controller event log file contained data from 18dec2022 through 19dec2022. No notable alarms or events were captured. The pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "attaching the sealed outflow graft to the aorta", instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "preimplant procedures" and "implant procedures", also cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure". No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an outflow graft repair on (B)(6) 2023 for a thrombus in the external covering.

Manufacturer narrative:
Manufacturer's investigation conclusion: multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. According to information received on 23jan2023, the patient had their outflow graft repaired on (B)(6) 2023. Although it was reported that material was removed from under the graft's external wrap, there was no indication that the material resulted in an obstruction and no low flow events were recorded in the log files submitted prior to the repair. The patient remains ongoing on vad support. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a known outflow graft obstruction that was being monitored. There were no unusual events and the obstruction was not interfering with flows.